Event description:
Report received of injury to a finger while an employee was opening the bariatric wheelchair for use. The nurse's right ring finger was caught between the seat rail bars and the seat cradles of the wheelchair and she sustained a fracture of the right ring finger and some soft tissue was "smashed". An unspecified surgical procedure to the finger was completed in her physician's office. She has been on modified duty since the event. No further information was available.

Manufacturer narrative:
There was no report of a malfunction from the user facility. The wheelchair remains at the user facility. Current product manual provides instructions regarding opening the wheelchair and cautions regarding potential finger pinch points for all wheelchairs. Additionally, the wheelchairs currently contain a pictorial label on the seat bar that has a symbol with a hand under the universal circle with line indicating "no".